Manufacturer narrative:
A philips engineer inspected the system on-site and confirmed that the issue was caused by loss of the wireless connection. The wireless connection with the base station was re-established after restarting the system. In addition, the philips engineer connected an additional wired footswitch in the control room as back-up. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Philips has attempted to obtain patient information. Patient information was not obtained due to privacy reasons.

Event description:
It has been reported to philips that during a neurovascular diagnostic procedure there was an issue with the wireless footswitch. The procedure was completed using the wired footswitch. No harm to the patient has been reported to philips.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.